Event description:
Spontaneous call from pt. Pt said that pump was giving "no disposable" alarm. Pt switched to back up pump. No adverse event experienced. Pt had been using a pump that she already reported faulty a year ago but never returned when she was supposed to. New pump couriered to pt. Pt also says she has a 3rd pump that also gives the same error. Pt to return both pumps to the pharmacy. Other two pump numbers are 375507 and 377486. No other info available. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Pt has 3 pumps. All 3 are having different issues. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; yes. Reported to (B)(6) by pt/caregiver.